Event description:
It was reported that a lead safety switch had occurred due to pacing impedance measurement greater than 3000 ohms on the right ventricular and atrial channel. Noise was observed at various times on both channels. Pacemaker mediated tachycardia was present on several occasions. A boston scientific technical services consultant reviewed the data and recommended system evaluation and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch had occurred due to pacing impedance measurement greater than 3000 ohms on the right ventricular and atrial channel. Noise was observed at various times on both channels. Pacemaker mediated tachycardia was present on several occasions. A boston scientific technical services consultant reviewed the data and recommended system evaluation and programming options. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced as a result of this event. No additional adverse patient effects were reported.